Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's was hospitalized. Contact did not provide additional information at the time of the report. Multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.